Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace and shock impedance measurements of greater than 3000 and 200 ohms, respectively. Then, fault code 1005 occurred for an open circuit fault, and the rv lead saw loss of capture at max outputs. An episode was later noted where the rv lead experienced a lot of noise which was oversensed, leading to an inappropriate shock. The rv lead remains in service. No adverse patient effects were reported.